Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. (B)(6).

Event description:
The event involved a 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer . It was reported that an occlusion occurred and caused a leak of 5fu while being injected. The reported product was connected to sa-1w, and coopdech syrinjector, then attempted to administer 5fu. They noticed drug solution did not decrease. One(1) actual sample was received together with one(1) pc of sa-1w. In one of the connectors, the valve was confirmed to be recessed. Threads part of sa-1w was confirmed to be partially deformed. Male luer taper was confirmed to be within the specification. The device was changed out or replaced with no further problems encountered. No harm was reported.

Manufacturer narrative:
The complaint of stick down and leakage can be confirmed on the returned one (1) used. List #(B)(4), 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug¿ micro clear, 2 clamps, rotating luer; lot #13506093. As received one (1) of the two (2) microclaves had the silicone seal stuck down. The internal spike was observed to be protruding from the side wall of the top of the silicone seal. The microclave was disassembled to evaluate the seal and internal spike. The internal spike was bent with the windows partially collapsed. The seal was torn on the side due to the internal spike puncturing the side wall. The probable cause of the damaged observed is typical of access with an incompatible mating device during use. The dfu states: "needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint. Additional information found d9 product received (B)(6) 2023 for evaluation. H3 changed from no to yes.